Event description:
A lifecor territory manager (tm) contacted lifecor customer support to report that a patient's battery pack was not holding a charge. The tm exchanged the patient's battery pack. Support contacted the tm for the return of the battery pack on 07/22/2008. The tm stated that the battery pack was fully functional, but was simply not charged. On 08/20/2008 regulatory affairs was reviewing service records. During servicing of the battery pack, which was returned for routine maintenance, it was discovered that the battery pack would not charge.

Manufacturer narrative:
Device evaluation of the battery pack has been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last patient to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.